Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was observed to be scratched once implanted. It was then removed from the patient eye and a new lens was inserted. It was not known at what point lens was scratched.additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).